Manufacturer narrative:
Product analysis: the analyzer's housing was observed to be cracked near the connector. The device was forwarded to the contract manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen was cracked, but still functional. It was further reported that the analyzer had a chipped connector port. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.